Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo essure confirmation test". The patient's concurrent conditions included: menometrorrhagia, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included: ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvic area"), depression ("psychological or psychiatric problems-condition: depression"), and anxiety ("psychological or psychiatric problems-condition: mental anguish"), 7 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent curettings/ dilatation and curettage). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent curettings, due to complications from the essure device. She had been treated for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnomal bleeding (menorrhagia)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvic area"), depression ("psychological or psychaitric problems-condition: depression") and anxiety ("psychological or psychaitric problems-condition: mental anguish"), 7 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent curettings/ dilatation and curettage). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent curettings due to complications from the essure device. She had been treated for pain, bleeding. Discrepancy noted on essure insertion date - (B)(6) 2011 (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporter information was added.reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and uterine fibroid. Concomitant products included ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain pelvic area"), depression ("psychological or psychiatric problems-condition: depression") and anxiety ("psychological or psychiatric problems-condition: mental anguish"), 7 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent curettings/ dilatation and curettage). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent curettings due to complications from the essure device. She had been treated for pain, bleeding. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received. Case was upgraded to serious incident. Event abnormal bleeding, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.